Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter and the customer received a sensor signal not found alert. The customer also reported bleeding at insertion site. The event involved product(s) unk_transmitter. Troubleshooting on reported event confirmed that the transmitter serial number was not in the manage devices screen as it was intentionally removed for troubleshooting reported event. Customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. No further patient complications were reported. No product return is required for unk_transmitter.